Event description:
The customer reported experiencing high blood glucose levels of 419 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. During the prime test, the customer noticed that the reservoir was leaking insulin. The customer stated that she would be changing out the entire infusion set, and declined further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.